Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during the onsite visit, there were complaints of air-in-line alarms without seeing large amounts of air. There was patient involvement but no harm. The customer has made two product enhancement requests: to make the operating system more like apple ios with short animations for troubleshooting reduce the number of plastics in our tubing package (the blue sheath).